Event description:
It was reported that while using the device, it was noticed by the patients spouse that blood was in the tubing. The dressing was intact and no alarm was sounded by the device. It was also reported that the device was making a hissing noise. At the time of this report, the district nurse had assessed and changed the dressing and the patient was generally well.

Manufacturer narrative:
Device was not returned, which did not allow for a thorough investigation of the specific device.